Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3715/8344030, tgt4015/8430682). Prior to implantation, a right axillary artery-left carotid artery- left axillary artery bypass surgery was performed. The preoperative aneurysm diameter measured 65 mm. Final angiography showed a type ii endoleak from the left subclavian artery. The procedure was concluded without a treatment to the endoleak. On (B)(6) 2010, follow-up images showed the persisting type ii endoleak. On (B)(6) 2010, coil embolization of the left subclavian artery was performed. It is unknown if the endoleak was resolved. On (B)(6) 2010, the patient was discharged. No further information is available.